Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received antitachycardia pacing (atp) and three inappropriate shocks due to far-field r-wave (ffrw) sensing during a supraventricular tachycardia (svt) episode which resulted in the device classifying the episode as ventricular tachycardia (vt). The clinician was aware of the ffrw sensing and tried to resolve it by decreasing rv sensitivity, however that resulted in atrial undersensing. It was recommended to turn off pr logic and because of poor wavelet match scores, recommended collecting a new template. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.